Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure, the right atrial (ra) lead exhibited noise and far field r-wave (ffrw) oversensing. The lead was never implanted. Another lead was deployed. The new lead exhibited noise as well but the noise disappeared once the new lead was repositioned. Ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.